Event description:
The device was used during a total gastrectomy procedure. Reportedly, before surgery, the device was difficult to close. The surgeon used another device for the procedure. The hosp has reported no pt injury occurred.